Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2017, the patient underwent an intervention to treat the persistent proximal type I endoleak. According to the report, the brachiocephalic artery was embolized with an amplatzer¿ vascular plug ii and intentionally covered during the implantation of an additional tag device for proximal extension. Reportedly, prior to implanting the tag device, resistance was encountered during advancement of a 24 fr gore® dryseal sheath with hydrophilic coating, into the left external iliac artery. It was reported the access vessel was stenotic, thrombotic and tortuous. According to the report, as the sheath was removed from the patient, a dissection was noted in the left external iliac artery. An epic¿ vascular self-expanding stent (10mm×100mm) was implanted to repair the dissection. The dissection was reportedly caused during manipulation of the sheath in the stenotic iliac artery. It was reported the left external iliac artery only measured 4.7 mm in diameter in the stenotic area due to thrombus. The patient was reported to have tolerated the intervention procedure.